Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of 148 mg/dl, 163 mg/dl, and 109 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The customer svc rep walked pt through two consecutive control solution tests and one of 2 failed the specified range. Pt's test strips and control solution were replaced.